Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that in the an dept when the md was inserting the fourth dilator into the pt's jugular vein, the tip of the dilator became damaged. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the pt. Reference MDR #: 1036844-2011-00258 for the first event, MDR #: 1036844-2011-00260 for the third event and MDR #: 1036844-2011-00261 for the fourth event involving the same pt.